Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint lead, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lv lead was never in service. No additional adverse patient effects were reported.